Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were noise episodes noted on the right atrial (ra) lead. The noise was reproducible with lead provocative testing. No intervention has been taken at this time and the patient was stable and will continue to be monitored.